Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.